Manufacturer narrative:
(B)(4). Batch: r5av1l. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger broken off and with a tr45w reload loaded in the device. The returned reload was partially fired 1/4. The reload had the cartridge lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported to the sales rep that during a laparoscopic appendectomy procedure that the device was loaded and inserted. When the surgeon attempted to fire the device, the dark handle broke off at the base and the device did not fire. No staples were deployed, and the knife did not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.